Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the issue occurred during training of the pump and had not yet been used on the customer at the time of the reported event. Reportedly, the customer continued using manual injections for insulin therapy.